Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak coming from the photoactivation module after the treatment was completed. The customer was unloading the kit at the time the leak was observed, and the patient had already been disconnected. The customer discarded the kit and returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l218 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l218 shows no trends. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. A review of the customer provided photograph shows the photoactivation plate, the outside of the photoactivation plate and blood leaking from the entrance of the photoactivation chamber. It could not be determined from the photographs where the leak was coming from. Further review of the photos shows marks on the photoactivation plate; however no blood was seen leaking from marks. A material trace of the illumination plates used to build lot l218 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. All photoactivation plates are inspected prior to packaging; therefore, it is unlikely the scuff to the photoactivation module was present at the time of manufacture. The root cause of the photoactivation module leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2023.